Event description:
Event description guidant received information that the atrial tachy data episode storage of this implantable cardioverter defibrillator (ICD), part of the avt latching population, was programmed to 50%. Also reported is that the battery voltage is 2.72v, compared to 2.93v three months ago. The charge time is 20.7. There is a concern that the battery is depleting faster than expected.